Event description:
It was reported that on the third pre-dilatation of a mildly calcified, 80% stenosed distal right coronary artery the 2.0 x 12 mm mini trek rx balloon dilatation catheter (bdc) would not deflate. The first and second inflations fully deflated. The third inflation was at 8 atmospheres for 30 seconds. The inflated bdc was removed separately from the anatomy over the guide wire with resistance. There was no damage to the balloon reported. A non-abbott bare metal stent was placed in the vessel to complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deflating the balloon could not be confirmed on the returned device. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.